Event description:
It was reported via phone call that buttons on insulin pump was giving random messages. Caller also reported that insulin pump powered off after battery change. Customer's blood glucose was 200 mg/dl. It was not known how malfunction occurred. Caller reported that insulin pump powered back up with a button error alarm. Caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube lip, missing address and serial number label and a missing end cap sticker.